Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 567 mg/dl. The customer tried to bolus but her high blood glucose would not come down. The customer took about 8 units of bolus but after an hour the insulin pump alarmed a no delivery. She went in to resume it and when she checked her blood glucose it was 580 mg/dl. The customer treated their high blood glucose with syringes. The insulin exited during troubleshooting without incident. The insulin pump passed the no delivery alarm test but the customer was not comfortable with using the insulin pump anymore. The insulin pump was returned for analysis.